Event description:
It was reported via phone call that they were hospitalized due to low blood glucose and covid on (B)(6) 2022 with blood glucose level was 2.8mmol/l. Customer was got affected by covid and transmitter was defected. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.